Event description:
It was reported that a patient underwent elective hardware removal on (B)(6), 2014. Date of original implant was 2012. There were three broken 2.7 millimeter variable angle locking screws reported during the elective explant. Three fragments from the three individual broken screws remain in the patient. No other medical intervention was required. A variable angle locking compression plate was successfully removed. There was no delay of procedure. It was reported that the patient was doing well. This report is for the 3 unknown broken screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for screws, part and lot numbers unknown. Implant date reported only as 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screws broke sometime postoperatively, prior to the elective hardware removal.